Event description:
Patient presented to the physician with the stimulation lead body eroded through the skin on the right side of the neck. Physician brought the patient into the or, replaced the stimulation lead, and closed the incision. Postoperative antibiotics were prescribed after the procedure was completed.